Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in two of her infusion sets, the quick release remained in place, but the tubing came out of the quick release at night while sleeping. She woke up and realized she was not getting insulin and disconnected. This happened on the first day of use and she had not taken a shower then. The site location was towards the back and the pump was lying on the bed near the site. The infusions were stored in an air-conditioned closet. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.